Event description:
It was reported to philips that the system was unable to emit x-rays, which can impact imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) visited the system onsite and confirmed that the system was unable to emit x rays. Upon troubleshooting, the fse found the issue with ippc hard disks. To resolve the issue, the fse formatted and recreated the ippc hard disks, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.